Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the atrial lead had poor sensing. It was noted that there was intermittent sensing that required maximal sensitivity in a unipolar configuration which resulted in inappropriate mode switches due to noise, most likely myopotentials. The lead was capped and replaced. No patient complications have been reported as a result of this event.